Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that when the pt turns the head to the left she is unable to hear anything. Testing on (B)(6) 2011, showed that 3 electrode channels are hi. Earlier in (B)(6) 2011 the pt was taken to hospital for severe dizziness. It is not known if the pt is dizzy with and/or without her implant. The pt has had a few balance issues for about a year and a half, but denies hitting her head around the implant.